Manufacturer narrative:
The patient was symptomatic for the index procedure. The target lesion was the distal left common carotid artery (l9), the bifurcation (l8)/ostium (l6)/and proximal (l5) portion of the left internal carotid artery (lica). The lesion was reported to be: a 75% stenosis, 68 mm length, absent of thrombus, 4.6 mm reference diameter, mildly tortuous, eccentric, and ulcerated. The lesion was not pre-dilated. A 6 mm angioguard embolic protection device was used for the procedure. Two (2) each precise 8 x 40 mm stents were implanted at the target lesion. The residual stenosis was 5%. The patient had no reported neurological deficit upon leaving the angiography suite. The product is not available for evaluation and testing. This study patient underwent carotid artery stent implantation and the day after the index procedure, suffered an ischemic stroke. This is a male pt with medical history including hyperlipidemia, severe aortic / mitral valve disease, CABG and mitral valve replacement, history of smoking (>5packs of cigarettes), coronary artery disease, and hypertension. The patient was symptomatic for the index procedure. The target lesion was the left common to internal carotid artery described as mildly tortuous, eccentric, ulcerated and 75% stenotic. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. The lesion was not pre-dilated. Two precise 8 x 40 mm stents were implanted at the target lesion. The residual stenosis was 5%. The patient had no reported neurological deficits upon leaving the angiography suite. The patient suffered an ischemic stroke the day after the study index procedure. The event was reported to be unrelated to the study devices or any other cordis product, unrelated to the patient's anticoagulation status, and was related to the study procedure. The patient was discharged four days after the procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15011529 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. One unit was rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Non-conformance record was generated for monitoring of particles in surface, since the results were favorable, the lot was released and the pths was closed. This non-conformance bares no relation to the complaint reported. Non-conformance record was generated because the defect of charged of the stent was not found in the infinity qs list, the pet realized the investigation and determined that lot was released and the pths was closed. This non-conformance bares no relation to the complaint reported. Ischemic stroke is a well-known potential adverse event associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. No corrective action is required at this time. Review of the information suggests that vessel/lesion and patient factors may have contributed to the reported event. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2009-01774 and #9616099-2009-01775. Please note that this is the initial/final report for this product.

Event description:
The report received from the study indicated the patient was enrolled in the study and had two precise 8 x 40 mm stents implanted during the study index procedure. There were no reported product malfunctions or adverse events reported during the index procedure. An angioguard embolic protection device was used during the procedure. The patient left the angiography suite with no neurological deficit. An act was recorded. The patient was reported to have experienced an ischemic stroke the day after the study index procedure. The event was reported to be unrelated to the study devices or any other cordis product, unrelated to the patient's anticoagulation status, and was related to the study procedure. The patient was discharged four days after the procedure.